Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported the pt had a driveline infection. The pt was sent to the operating room for debridement.

Manufacturer narrative:
The approx age of the device is 5 months. The pt remains ongoing with the implanted device. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Manufacturer narrative:
A correlation between the reported driveline infection and the device could not be conclusively determined. The patient remains ongoing on vad support, and no further infection related issues have been reported. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
It was reported that the suspected cause for the infection was the environment of patient and the duration was (B)(6) 2014. The extent of the debridement was 8 centimeters of surrounding tissue and the driveline velour was cut due to adhesions.